Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted that the device header was slightly lifted off the device case upon receipt. There were scratches and tool marks on the case near the header. An x-ray was performed and confirmed that the header wires were intact and therapy was not affected. The damage to the header was determined to be induced when the device was explanted and was not related to the low voltage alerts observed in the field. A review of the device memory was performed and confirmed low voltage alerts (code 1003) had been recorded. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. A revision procedure was performed and this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--